Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A patient with a c2 fracture was placed in the mayfield skull clamp (a1059). When the surgeon was trying to reduce the fracture the patient slipped from skull clamp and lacerated the skin.